Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device alarmed critical error alarm after the customer went swimming. Customer's blood glucose was 9.8 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was not received in critical pump error. The pump passed the displacement, rewind, prime/seating, sleep current measurement and active current measurements. The pump had a partial white display with a black spot noted during self test due to severe corrosion on all electronic assemblies. The pump failed the basic occlusion test due to severe corrosion on the force sensor assembly. Unable to perform the force sensor and occlusion tests due to the basic occlusion test failing. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a cracked select button on the keypad overlay, damaged keypad overlay texture, a cracked case on the battery tube area, a stained serial number label, a peeling end cap address label and corrosion on the motor assembly.